Event description:
It was reported that after an interventional coronary revascularization procedure, arteriotomy closure of the common femoral artery was achieved using the starclose se device. Reportedly, two hours after the procedure, the patient developed rebleeding from the arteriotomy site. Manual arterial compression was applied to achieve hemostasis. The patient was infused with two units of blood. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have aided in the investigation. Possible contributing factors causing the observed failure to achieve hemostasis after clip deployment can be influenced by but not limited to, anatomical conditions, manufacturing deficiencies, and incorrect operator deployment techniques. Anatomical conditions can interfere with the deployment process and prevent successful closure by clip. The instructions for use state in certain anatomical conditions the device should not be used, like resistance when the cause is unknown. There was no patient information provided to suggest an anatomical condition influenced the outcome. It was reported that re-bleeding at the access site occurred two hours after the starclose se clip achieved hemostasis. The re-bleeding could have been caused by applying undue stress by the patient at the puncture site after the initial achievement of hemostasis. The cause of the reported experience may have been influenced by the patient, but cannot be determined by the information provided, as initial clip delivery did achieve hemostasis. During manufacturing, the clip is formed and is inspected for acceptability. The clip lot is then destructively tested for lot acceptance. The clip lot would have met lot acceptance specifications to be used in further in the assembly process. The released clip is then used in the device manufacturing process, where there are additional checks to ensure the proper orientation and loading onto the device under magnification. With the in-process inspections in place, the lot acceptance verification, and reported information of a successful clip deployment, there is no indication of a manufacturing deficiency. The instructions for use provides the most optimal procedure to ensure the successful delivery of the clip. The procedure states the operator should be trained in the use of the device, as device positioning can influence the successful clip delivery. The operator was reportedly trained in the use of the starclose device. There was no reported information of an incorrect operator deployment technique on the reported experience. Based on the reported information and the inspection criteria, a definitive cause for the reported re-bleeding and associated patient effects could not be determined. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.